Event description:
It was reported that the left ventricular (lv) lead had dislodged, causing phrenic nerve stimulation. The physician inadvertently removed the right atrial (ra) lead instead of the lv lead. The lv lead was then removed. Both leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.